Event description:
It was reported that post paced t wave oversensing was observed. The patient was asymptomatic during this episode. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.